Event description:
Pt underwent right total knee arthroplasty during 1987. Pt did well until approx one year ago when she bagan to experience "giving way" out of her knee and reported that it was "going out of socket". Examination revealed the pt had a hypermobile joint. The knee was felt to be unstable and some effusion was present. The pt was admitted to the hosp for revision of the right total knee. Intraoperatively, an extensive amount of black synovium present throughout the joint, felt to be ffrom the previous placed carbonized tibial insert. Intraoperative aerobic and anaerobic cultures revealed no organism growth. The knee was debrided and the formal, tibial, and patellar components were removed and replaced.